Manufacturer narrative:
The supplier performed a review of quality documents and evaluated the returned device. Upon completion of the investigation the review of quality documents found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The device evaluation found no visible damage to the sensor, catheter material, or connector. The catheter was received in a drainage tube. Linearity/hysteresis and internal calibration tests were unable to be performed due to the drainage tube. Based on the evaluation of the device as it was returned, the supplier was unable to confirm the reported complaint. The supplier did not anticipate any further investigation or corrective action would be necessary. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: after the sensor was inserted into the icp, no signal could be detected on the screen. The surgeon removed the implanted sensor quickly and changed another one to complete. (During use on patient)

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.